Event description:
It was reported that a balloon rupture occurred. The target lesion was in a severely tortuous artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atmospheres for 30 seconds upon third inflation. The device was removed without any problem and the procedure was completed with another of the same device. No complications reported and the patient is in good condition after the procedure.